Manufacturer narrative:
The actual samples were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed droplets between the spike and phaseal infusion adaptor. By the nature of the sample, no additional tests were performed. The reported condition could not be refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date between 05/19/2019 and 06/03/2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink, non-dehp solution sets leaked. The event was further described as "droplets were observed on the administration set spike after spiking¿ the solution set into a non-baxter infusion adapter. There was no patient involvement. No additional information is available.